Manufacturer narrative:
(B)(4). The device history record (DHR) was reviewed and there were no issues noted. The incoming (B)(4) documentation was reviewed for the disconnected tubing and there were no issues noted. The coc was reviewed for the connector and the component was deemed conforming by the supplier. No sample photographs were received but sample evaluation is pending as the sample has not been received yet. Two occurrences of this issue was observed by the customer. The connection was made between the 1/4'' side of the connector and l2 on line 19a. Before the first instance, the customer pushed the tubing to the first barb and did not tie band the connection. This was a customer made connection and as stated per our instruction for use (IFU) section 7: ¿inspect all connections for leaks of any kind, fluid or gas, from the inside the circuit to outside, or vice versa. Tie band and tighten all connections in the circuit. Push tubing past the second barb for the user made connections.¿ all available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
The customer reported that during blood prime, the tubing from l2 on line 19a disconnected from the 1/4 inch connector port on line number 10 (a user-made connection), resulting in 20cc of blood loss. The product was not changed out; they reattached and banded the tubing. There was no delay, no patient impact, and the surgery was completed successfully.

Manufacturer narrative:
An incomplete sample was returned for evaluation. The connector was returned however the 1/4" tubing was not. A visual inspection was performed for damage and/or deformities, none were identified. Next, the connector barbs were dimensionally assessed and found to be within specification. No failure was detected per this investigation. All available information has been placed on file in the quality management system for appropriate tracking, trending and follow-up.